Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. Customer changed supplies to address the occlusion alarms. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 266 mg/dl.